Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. Fa identified an additional observation not reported by the site: the instrument was found to have a dislodged ceramic sleeve at the distal end. The ceramic sleeve was still intact but would slide up and down. No missing material was found. The root cause of dislodged instrument ceramic sleeve is attributed to manufacturing. A review of the instrument log was performed. Per the review, the following was confirmed: system serial #, device material, lot #, and event date. The instrument was last used on (B)(6) 2021 on system sk0397. The instrument had 6 uses remaining after last use. There was no photo or video provided by the site for review. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. This complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. Although there was no patient injury, the product malfunction could cause or contribute to an adverse event if the failure were to recur.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy procedure, the permanent cautery hook (pch) instrument was unable to be used as the articulation was broken. The procedure was completed using a backup instrument with no delay. No fragments fell inside of the patient's anatomy. There was no adverse effect or injury to the patient as a result of this issue. Intuitive surgical (is) obtained the following additional information regarding this event: patient demographic information and medical history are unable to be provided.